Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that plegiox deprimed during use with vent on and an air leakage was occurred at y connection of plegiox. In positive pressure there was not any leakage detected (fluid/gas) however air leak occurred whenever a negative pressure is applied. No harm to any person has been reported. Complaint #(B)(4).

Manufacturer narrative:
It was reported that plegiox deprimed during use with vent on and an air leakage was occurred at y connection of plegiox. In positive pressure there was not any leakage detected (fluid/gas) however air leak occurred whenever a negative pressure is applied. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2023-12-21. Visual inspection was performed and a scratch was observed on the y-connector. Furter, it was found that the reducer was not assembly to the end of the y-connector, therefore a space was occurred between the reducer and y-connector. Leak test was performed according to iso 15676:2016 part 5.3.1. The blood side of the plegiox was filled with deionized water and the pressure was set up to 1,5 bar. The water side was connected to a rotaflow, a water bath and a priming bag. The water bath was set up to 37 °c. A leakage was occurred between the connector ( 701052336) and the reducer (701052339). Further, the leak test was also performed with negative pressure, according to iso 8536-4:2019 part a.3.3 the blood side was filled again with deionized water. With a syringe and a three-way-valve a negative pressure was applied. The test is performed for 15 seconds and no leakage was observed. Based on the laboratory investigation, failure could be confirmed. The production history records (dhrs) of the affected beq-hqv 48707 with lot# 3000317980 was reviewed on 2023-12-04. According to the DHR results, the product beq-hqv 48707 passed the defined manufacturing and final release specifications. The connection between the reducer and y-connector are verified according to the fb-732 ¿ tubing set worst case selection matrix form. Also, the connection between the reducer and the y-connector were verified in the test report for fitting assembly (2021-09-22-03-tr-00). Further, the incoming inspection report of the affected components 3 way connector for double pump (batch #20-9202654, material #701052336) and 01410#pvc ¼ x 1/16 65 sh (batch # 3000216702, material # 700001410) were reviewed on 2023-12-22. The 3 way connector for double pump was checked visually for particles, pressure marks, rills, streaks, sinks, clean, without fat, dirt, blur, cords, particles further contaminations, no black spot and air bubbles, scratches, damages and burrs. Also, measured for diameter and length according to receiving inspection plan ri-718, rev00. The 01410#pvc ¼ x 1/16 65 sh was checked visually for particles, pressure marks, rills, streaks,sinks, fat, dirt, blur, cords, black spot, air bubbles, scratches, burrs and deformation. Also, measured for diameter and length. All tests were passed as per specifications. Based on the laboratory investigation results, the most probable root cause has been found as: - manufacture: leakage was caused by a space between the reducer and y-connector. Due to lack of attention of employee, the space could not be observed during assembly, and it caused to an assembly failure. Further, a scratch on the y-connector was detected during laboratory investigation and there is a probability that this component was received with the scratch on it from supplier and it could be missed during visual controls at production. This root cause could not be confirmed since there could not be found any similar non-conformity records, and all controls were passed according to the receiving inspection report. Production employees were informed about this complaint to increase awareness on 2023-12-21. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).